Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use on a patient. When the pump was in use, the staff experienced a system error 3 and the pump stopped. The pump was restarted, but the screen went blank upon start-up. As a result, the pump was swapped out immediately for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the product for investigation therefore the reported complaint of iabp alarm: system error 3 and screen blank upon start up is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with a relevant finding. The devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred during use on a patient. When the pump was in use, the staff experienced a system error 3 and the pump stopped. The pump was restarted, but the screen went blank upon start-up. As a result, the pump was swapped out immediately for another. There was no report of patient complication or serious injury and death.